Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post index procedure, transesophageal echocardiogram (tee) revealed the closure device had shifted proximally in the laa and a peri device leak was suspected. The patient will undergo computed tomography (CT) in the future to evaluate the suspected peri device leak. No patient complications were reported.

Manufacturer narrative:
Media analysis procedural media was received and analyzed by a boston scientific medical director and senior clinical advisor. Four (4) images were provided. The closure device was in an adequate position in the patient anatomy but imaging was insufficient to determine if the closure device met release criteria. The images provided confirmed the reported device movement/shift.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination forty five (45) days post index procedure, transesophageal echocardiogram (tee) revealed the closure device had shifted proximally in the laa and a peri device leak was suspected. The patient will undergo computed tomography (CT) in the future to evaluate the suspected peri device leak. No patient complications were reported.